Event description:
No additional information.

Manufacturer narrative:
This report is being submitted to report additional information. Review of the most recent repair record determined the comb was deformed. The comb was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Report source: foreign - (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that there was a deformed comb. The event occurred during kit inspection. No harm or delay occurred. No adverse events were reported as a result of this malfunction.